Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported insulin leaking from the reservoir into the reservoir compartment. The customer no longer has the reservoirs in question. Nothing could be returned for analysis. Nothing further was reported.